Event description:
The customer contacted ameda by email on (B)(6) 2015 to report receiving a minor electrical shock on (B)(6) 2015 and again on (B)(6) 2015 when touching the ac adapter that was plugged into an electrical outlet at work. Customer had not attached the ac adapter to the motor port at the time of the shock. Customer reports no injury or burn. She did not seek advice from her health care provider.

Manufacturer narrative:
The customer was shipped a replacement ac adapter on (B)(4) 2015. The used ac adapter was returned to ameda on 02/09/2015 and is currently being evaluated. A supplemental report will be filed.